Event description:
Seroma: f8008 was implanted in an axillobifemoral position, utilizing an impra kelly-wick tunneler with an 8mm tip. The graft was not flushed with saline. The pt later developed swelling around graft. Aspiration showed clear fluid. Swelling continued until when the graft was removed and replaced with another f8008.